Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter and needle were found broken before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "as a defective product was discovered before use on the preceding day, hcp checked insyte before use and found a broken needle. It was visually confirmed that both the needle and catheter were bent and broken."

Manufacturer narrative:
H.6. Investigation: sample was received and photographs were forwarded to the manufacturing facility for investigation. Our quality engineer inspected the photographs submitted for evaluation. Bd received five photographs which displayed different views of the package label and unit. Two of the photographs displayed the needle with the catheter intact are slightly bent. The bend in the catheter was from the needle being bent. The reported issue was confirmed. Although the reported issue was confirmed, it could not be determined if the damage resulted from the manufacturing of the device or from the user environment. During the manufacturing process this type of damage may occur during the mating process of the needle cover and the needle. The incorrect alignment between these components may result in the cannula getting caught in the needle cover inner wall and bent at the notch. This damage may also occur during the handling of the device. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter and needle were found broken before use. The following information was provided by the initial reporter, translated from japanese to english: "as a defective product was discovered before use on the preceding day, hcp checked insyte before use and found a broken needle. It was visually confirmed that both the needle and catheter were bent and broken."